Event description:
It was reported that the cassette is not locked when cassette is locked. No patient injury was reported.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue found during testing. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the sticker seal was missing. The reported issue was duplicated during the investigation. The investigation determined that a faulty lock optical flex sensor was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The latch/lock optical flex sensor was replaced. A review of the manufacturing DHR for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.